Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to elevated metal ions and pseudotumor. Intra-operatively, the following were noted: blackish gray fluid in the joint, excessive scar tissue, blackening on the trunnion and inside the femoral head. The head and a liner were revised. Rep confirmed there were no allegations against the revised liner. Rep also provided an x-ray and confirmed that no further information will be released by the hospital or surgeon.